Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion enclosure has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure that a "error initialization collimator" error message was displayed on the image acquisition system (ias). Rebooting the system resolved the issue. There was no patient present at the time of the issue.